Manufacturer narrative:
The technician found the hardware for the caster was bent. The technician replaced the bent hardware to repair the stretcher.

Event description:
Info received indicates, the head right caster came out of the mounting weldment.